Event description:
A customer reported her blood glucose meter would not turn on when the button was pressed and when the test strip was inserted into the port. As a result of the meter not working, the customer reported she experienced symptoms of hypoglycemia and loss of consciousness for a brief moment. No third-party medical intervention was required and no prescription medications were reportedly taken to counteract the event. The customer also reported she self-treated her symptoms by drinking orange juice and taking glucose tablets. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.